Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-72181.

Event description:
The customer reported via phone call that she took her pump off and was not wearing it. Customer's blood glucose went up to 600 mg/dl. Customer thinks that it is because she has dexterity issues and could not lock the tubing in place. Customer had a low blood glucose of 37 mg/dl a few days later. Customer has not reported her blood glucose to her doctor. Customer has trouble closing the infusion line. Customer left the office thinking that it was closed and all set. Customer stated that she bolused and her blood glucose was 600 mg/dl about 2.5 hours later. Customer did not know that the serter and the line were not attached. Customer went into shock when her blood glucose was at 37 mg/dl. Customer stated that she has arthritis and neuropathy. Customer's blood glucose was 331 mg/dl at the time of the incident. Customer will follow-up with her trainer. Customer also received a no delivery alarm after putting a new infusion set on and stopped using the pump.